Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one seeker crossing support catheter for evaluation. Upon visual evaluation, the seeker appeared to be detached from the catheter at the strain relief. Kinks were noted to the proximal end of the catheter. Material stretching was noted to the proximal end of the catheter. Further upon functional evaluation, the seeker was removed from the packaging hoop without issue. Also, two electronic photos were provided and reviewed. The first and second photos shows the seeker which was noted to be broken from the catheter at the strain relief. Therefore, the investigation is confirmed for the reported break as the device appeared to be broken from the catheter at the strain relief. And the investigation unconfirmed for the difficult to remove from package as the seeker was removed from the packaging hoop without issue. The investigation is confirmed for the identified material deformation as kink and material stretching was noted to the proximal end of the catheter. A definitive root cause for the reported break and difficult to open or remove packaging material, and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2025), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter was allegedly could not be removed from the protector. It was further reported that after removal, the catheter was found to be broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to recanalization procedure, the catheter was allegedly could not be removed from the protector. It was further reported that after removal the catheter was found to be broken. The procedure was completed using another device. There was no patient contact.